Manufacturer narrative:
The device was received partially deployed with the needle exposed beyond the needle well. Investigation of the device found that the hard cannula was not seated in the slide retract of the linkage assembly. It was not able to be seated in the slide retract due to the damage observed on the slide retract, which prevents it from seating. This indicates that the hard cannula was incorrectly installed. Blood was observed on the adhesive pad and within the soft cannula and reservoir. The downloaded data shows that the device completed the priming sequences and operated until it was deactivated at pulse 458. No drive stalls or timeouts were observed in the data. The needle mechanism was unable to be reset due to the damage observed on the slide retract. The hard cannula being incorrectly installed can be confirmed as the root cause for all three reported events. Further investigation discovered that the distal tip of the soft cannula was damaged. However, this did not prevent fluid from leaving at the distal tip of the soft cannula. The timing and cause of the damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had felt pain at the infusion site. Upon removal of the pod from the infusion site the patient noticed bleeding and the needle was visible as it had not retracted upon initial activation.